Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-07519, 1627487-2019-07521. It was reported the patient's lead had migrated following a trial procedure. X-rays were taken and lead migration was confirmed. Patient was brought back into the procedure room wherein the lead was explanted and replaced. Post-op programming provided effective therapy. Note: it is unknown which lead has migrated, as such three leads are being reported.